Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the fire was caused by a third-party product. The fse was asked to check the system and found that due to the fire the cover of the l arm and four monitor ceiling suspension (mcs) monitors were burnt. The fse ran tests and observed that also the table movements were not available. The fse found that the motor control board was defective. A quote for parts replacement was sent to the customer, however; there was no further response from customer. Therefore, no corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a fire in the operating room. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.